Event description:
The pt was implanted with two tracheobronchial wallstents in the bilateral iliac artery on 9/8/97. The pt was brought back on 9/11/97 to treat thromboses within the stent. The pt was thrombolysed successfully. Five days later, the pt returned to address an occlusion within the stent. The pt then went to bypass and is doing well. The physician will be re-trained by the co's technical sales representative concerning this issue.